Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that the device was in backup vvi mode. The patient was asymptomatic. The patient was brought into clinic and the device was reprogrammed successfully.